Event description:
It was reported that technical services (ts) was contacted by the patient with questions about traveling with their latitude monitor and if it can go through the security x-ray. Ts discussed how to properly travel with the latitude monitor. A patient advocate noted the subcutaneous implantable cardioverter defibrillator (s-ICD) had previously undersensed a 300 beats-per-minute rhythm, the s-ICD reportedly having not seen the arrhythmia and the arrhythmia requiring external defibrillation. Ts referred them to the clinic for an evaluation. The s-ICD system remains in service. No adverse patient effects were reported.